Event description:
A 62-year-old male patient with newly diagnosed glioblastoma (gbm) initiated optune gio therapy on (B)(6) 2026. On (B)(6) 2026, the patient informed novocure that he had been experiencing a scalp rash accompanied by itching for approximately two weeks and reported a burning sensation during the first 10 minutes after the arrays were applied, prior to connection to the device. The patient applied protective topical cream and was prescribed desloratadine once a day. There was one photo provided showing the patient¿s forehead. The image demonstrated mild to moderate, rash-like erythema consistent with the shape of the array discs. Multiple attempts were made to contact the prescribing physician; however, no reply was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation requiring medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).